Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was leaking at the end of the tubing/hub location. The following information was provided by the initial reporter: IV tubing was leaking at the end of the tubing/hub location.

Manufacturer narrative:
Potential lots were found from the smart site ID. D4: medical device lot #: 22045735, d4: medical device expiration date: 14-apr-2025, h4: device manufacture date: 14-apr-2022. D4: medical device lot #: 22045736, d4: medical device expiration date: 19-apr-2025, h4: device manufacture date: 19-apr-2022. D4: medical device lot #: 22045737, d4: medical device expiration date: 18-apr-2025 , h4: device manufacture date: 18-apr-2022. D4: medical device lot #: 22045748, d4: medical device expiration date: 13-apr-2025, h4: device manufacture date: 13-apr-2022. D4: medical device lot #: 22045749, d4: medical device expiration date: 14-apr-2025, h4: device manufacture date: 14-apr-2022. D4: medical device lot #: 22045750, d4: medical device expiration date: 18-apr-2025, h4: device manufacture date: 18-apr-2022. D4: medical device lot #: 22045384, d4: medical device expiration date: 14-apr-2025, h4: device manufacture date: 14-apr-2022. D4: medical device lot #: 22045744, d4: medical device expiration date: 16-apr-2025, h4: device manufacture date: 16-apr-2022. D4: medical device lot #: 22045894, d4: medical device expiration date: 16-apr-2025, h4: device manufacture date: 16-apr-2022. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jul-2022. H6: investigation summary: the customer reported the tubing was leaking at the end of the hub, and returned one used sample, along with an additional male luer. The sample was separated at the male luer, and the complaint is verified. The tubing was bent and shoved into the male luer haphazardly. The root cause was found to be poor assembly on station #7, and the covers were removed and the camera adjusted on station #8 in order to catch these failures. The customer did not report the lot. Potential lots were found from the smart site ID. Device history record review for model 2420-0007 lot number 22045735 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22045736 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22045737 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22045748 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22045749 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22045750 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22045384 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22045744 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2420-0007 lot number 22045894 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was leaking at the end of the tubing/hub location. The following information was provided by the initial reporter: IV tubing was leaking at the end of the tubing/hub location.